Manufacturer narrative:
Vyaire medical investigation file #(B)(4). A vyaire medical fsr (field service representative) went onsite to evaluate the customers reported issue. It was found that the avea ventilator required the replacement of an hour meter kit. The avea ventilator passed all performance and safety checks. The display is working properly at this time and cleared for clinical use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical, the avea ventilator's uim (user interface module) is flickering and the hours are display 99999. Patient involvement is currently unknown.